Manufacturer narrative:
Patient underwent bilateral total knee replacement surgery. The surgeon reported that the patient had recurring hives, bodily swelling, and general allergy type symptoms throughout his body following surgery. Cause of symptoms is unknown. Review of the device history record indicates that the device was manufactured to specification. Report is for bilateral surgery. Serial numbers and model numbers implanted: sn (B)(4) tps-111-1111-010101. Sn (B)(4) tps-111-1111-020101.

Event description:
Patient underwent bilateral total knee replacement surgery. The surgeon reported that the patient had recurring hives, bodily swelling, and general allergy type symptoms throughout his body following surgery.